Manufacturer narrative:
Product ID 377760, lot # n0037424, implanted: (B)(6) 2005, product type lead; product ID 377760, lot # n0037437, implanted: (B)(6) 2005, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
Follow up information reported that the patient had new leads implanted whichresolved the shocking issue. It was also reported that the patient had not had any further shocking episodes since.

Event description:
It was reported that "last time, the patient's device was shocking him and it wasn't going to where it was supposed to be." It was noted to have been "a wiring thing" and was "rewired" as a result. This was indicated to have happened about 3 years prior to the report. If additional information is received, a follow-up report will be sent.